Manufacturer narrative:
The intraocular lens was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor felt sharpness on the cartridge tip. Intraocular lens(iol) was not used. There was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 3/13/2018. Device evaluation: visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly error and/or defects were observed in the preloaded device related to the manufacturing process. Residues of lubricant material were observed at the cartridge tip section. Dent/distortion was observed at the cartridge tip section. An extra little piece of plastic was observed on cartridge tip. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical use. The complaint issue was verified. Based on the product evaluation; a cause of failure related to the device manufacturing process was not determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.